Event description:
It was reported, the patient experienced painful muscle spasms near left shoulder blade. X-rays revealed the lead migrated. Interrogation of the lead revealed several invalid impedances. The physician is pursuing other modalities for patient's treatment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.